Event description:
During defibrillation subsequent to mitral valve repair and coronary bypass grafting, one of the bearings holding the blades of the sternal retractor failed and the chest incision closed abruptly. The anesthetist performed trans-esophageal echocardiography and determined that the aorta was dissected and the lima graft was detached. The cardiac surgeon returned to the operating room and performed surgery to repair the aorta and regrafted the lima. The repair was successful. The patient recovered and was discharged from the hospital. The patient has since passed away, and a coroner's investigation is in process to assess if the incident was related to his death. The retractor was removed and inspected. It was determined that the bearing on this retractor blade had failed. It was noted that the bearing on the blade appeared to be corroded. The retractor is over 10 years old.